Event description:
This infusion pump was reported to have malfunctions over two consecutive evenings while in use on a patient. Pump was programmed to deliver a 20% intralipid solution in a 110ml bag over a period of 8 hours in the evening at the patient's home. The pump was set to deliver at 10.6ml/hr in a continuous infusion mode. One evening the pump reportedly delivered the entire bag over 6.5 hours, and the following evening the entire bag was delivered over 1.5 hours, these reports were provided to the facility by the patient's family member. The patient was given a different pump after these events. No intervention or injury to the patient was reported by the facility.